Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl at the time of incident. The customer reported that the sensor was bad and the insulin pump was showing the customer had low blood glucose level however the customer had high blood glucose level and the difference in numbers was 200 points between sensor glucose and blood glucose value. The insulin pump will not be returned for analysis.